Event description:
It was reported the device broke during the procedure. The piece was retrieved.

Manufacturer narrative:
Alleged failure: it was reported that the drill bit was opened and attached to the chuck attachment of the system 8 cordless drill. While the surgeon was using the drill in the patient the end broke. Surgeon stopped the drill and was able to retrieve the broken end from the patient. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause could be excessive force applied on device. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported the device broke during the procedure. The piece was retrieved.